Event description:
It was reported that the bd pre-filled saline syringe plunger rod was damaged. The following information was provided by the initial reporter: in the respiratory department's first ward, when opening the packaging, it was found that the plunger rod of a 5ml flush product was skewed.

Manufacturer narrative:
H.6 investigation summary: it was reported the plunger rod of a 5ml flush product was skewed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe plunger rod with a damaged top part. No other defects or imperfections were observed. This defect could occur if the unit was not properly placed in the correct position during the flow wrapping process inducing the damage. A device history record review was completed for provided material number 306594, lot 2096719. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The photos will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.